Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was received in good visual condition, with the jaws closed and with a malformed clip present. The jaws were manually opened and the clip was analyzed, however, no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed andformed the remaining clips within manufacturing specifications. The orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was broken during the case. Another device was used to complete the procedure. There was no adverse consequence to the pt reported. Attempts were made to obtain add'l info, but no further details have been provided.